Event description:
It was reported that a continu-flo pump set alarmed for a downstream occlusion when used with two unknown pumps and no therapy could be performed. The nurse made sure that nothing was clamped, reflushed the IV site, and attempted to restart infusion without patient connection without success. The nurse used a new continu-flo pump set and it worked fine. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the root cause could not be identified.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found the tubing at the inlet port of the middle y site to be kinked or crimped. The device was used with a test 1000ml bag of water and was found to have a very slow flow. The kinked/crimped section was manually straightened. The set was then able to be primed and flow normally. The problem was confirmed. A review of all batch record documents for potentially associated lot number r13c26020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.